Event description:
No patient or user injury. During use the tip became dislodged from the device. The surgeon reinserted the tip in the device and continued to use the device. The tip became dislodged 2-3 times. Tissuelink was contactd and instructed the surgoen to discontinue use of the device. The surgeon opened a second device from the same lot of ds3.5c and completed the surgeryno device was returned to tissuelink for investigation.